Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (damage with moisture ingress) issue. It was reported that the battery compartment was cracked and there was intermittent power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/9/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/18/2016 with the following findings:.pump returned with moisture behind the display lens & corrosion in the battery compartment. Battery compartment is cracked on the side from threads to cover. Returned battery cap has stripped thread & is unable to attach to the pump. Test battery cap is able to carefully attach to the pump. Pump has no audible & no vibratory features, the display screen remains blank. The attempt to download the pump history & black box data was unsuccessful. Unable to complete required investigation steps due to no power to the pump. Leak test fails with battery compartment leak.. Removed pump cover; evidence of internal moisture was found on the pcb & internal components.